Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the stapler sheath accessory as it was scrapped in the field . A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy surgical procedure, it was alleged part of the stapler sheath accessory was torn off the cannula and fell into the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the stapler sheath accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, part of the stapler sheath accessory was torn off the cannula and fell into the patient. The broken piece was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical sales representative (csr) stated that the issue was identified after the first fire. The stapler instrument was removed, but the wrist was not straightened. No collusion with any hard object or instruments were observed. The fragment was removed and anatomy was moved around to make sure there were no pieces left behind. The stapler sheath accessory was removed and replaced. The damaged stapler sheath accessory then was discarded and will not be returning to isi. There was no post-op complications to the patient.